Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/reporter, the pt's husband, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 8:30 pm, the pt obtained the blood glucose reading of 117 mg/dl on the reported meter. Following this reading, the pt took an unspecified dose of novolog insulin according to her sliding scale and six units of levemir insulin. Afterwards, the pt experienced the symptom of 'diabetic shock'. Emergency services were contacted, and within 30 minutes paramedics obtained the blood glucose reading of 42 mg/dl. The pt was treated with a glucagon injection. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call with passing results. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggestive of severe hypoglycemia after taking an insulin dose based on the reported meter's reading, and received emergency medical attention and treatment with glucagon. Therefore, this complaint is being reported.